Manufacturer narrative:
Device investigation narrative - one retrograde endo trigger knife was returned for evaluation. Visual assessment of the device using a stereo microscope showed no loose material at the distal tip or shaft. Dimensional inspection of the device found it meets print specifications. Reported complaint of metal powder cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopic tendon sheath incision, some metal powders were found in the endoscopic image. It was not clear that powders originated from either the scope, the cannula, or the knife. Since the amount of powders was little, the surgeon did not retrieve them. No patient injury was reported. There was no delay in the operation.